Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Logs indicate active alarm 315 - "inspiration valve or device leak" and alarm 222 - "oxygen sensor failed." Customer was requested to perform inspiration block tightness checks and inspiration valve checks. At this time, no updates from the customer regarding results of the tests, and no device has been returned to manufacturer.

Event description:
The customer reported active alarm 315 - "inspiration valve or device leaky" while using bellavista 1000. At this time, patient involvement is unknown during the event.